Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service technician found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust/dirt contamination and displayed error code e053 (comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.